Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the haptic was defective during a procedure. The surgeon used a new lens to complete the case.

Manufacturer narrative:
Correction information has been provided in d10 (concomitant products were not mentioned in the previous report submitted) the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case with gross damage. Solution is dried on both surfaces of the optic and both haptics. One haptic is broken/torn and adhered to the optic surface with solution. One haptic is adhered to the optic surface in a folded position. The optic is torn/split-cut with part of the optic missing. The optic is also scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "defective haptic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular (iol) implant was defective. Additional information has been requested.